Event description:
It was reported that the subject device had a reddish-purple image. The issue was found during setup in the room / before the patient arrived. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure screen turns reddish purple was not confirmed and adapter malfunctioning was confirmed. Based on the results of the investigation, and since the image issue was not confirmed during evaluation, the definitive root cause could not be determined. The most likely cause of the adapter malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.